Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 503 mg/dl and treated with manual injection and blood glucose was lowered to 270 mg//dl and blood glucose went back up again to 596 mg/dl. Customer reported that high blood glucose began on (B)(6) 2017. During troubleshooting, it was found that infusion set had air bubbles. Caller declined further troubleshooting and would attempt to purge air bubbles out when home.